Manufacturer narrative:
Follow-up #1: date of submission 08/25/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. The investigation was unable to download black box data due to corrosion on the infrared communication port. The pump powered up with audible and vibratory features. All the buttons responded properly. A rewind/load/prime sequence was executed without alarms. The force sensor calibration was found low out of specifications. A leak test showed that the pump was leaking at the display lens. Pump casing was opened to further investigate and corrosion was found on all the interior surfaces including the force sensor circuit and the sensor connector wire was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. Reportedly, the pump was priming the tubing during the load step and there was no ¿no cartridge¿ detected alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.